Event description:
It was reported that the patient requested the device be programmed off. With the approval of the physician, tachycardia therapy was programmed off. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in delivery of inappropriate shocks in two separate episodes. Tachycardia therapy was exhausted in one of the episodes. Technical services (ts) discussed programming options. No adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.